Event description:
Complainant alleged that while attempting to defibrillate a male pt in his 50's, the device displayed an unk "defib fault" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired. During subsequent testing, the device displayed a "bridge test fail" message.